Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.